Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to damage on the usb pins. Receiver charge and boot testing was performed and failed. Receiver download testing was performed failed. Functional testing was performed and failed. The share log was not reviewed because there is no data in the cloud. The receiver was opened and an internal visual inspection was performed and passed. Confirmation of the allegation and a probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no egvs were displayed on the device. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.